Event description:
Cotton from tampon stays inside [foreign body in reproductive tract]. Cotton comes off the tampon [device breakage]. Cause was traced to design [product design issue]. Case description: consumer reported via e-mail that cotton comes off tampon. No serious injury reported. Lot codes: 33264/6047, 35564/6056, 34664/6056, 35164/6056, 35064/6056, 33364/6047.